Event description:
It was reported that the patient presented to the hospital for a routine follow-up on (B)(6) 2022. Upon examination of the lead, it was noted that the right ventricular (rv) lead had high capture threshold, high pacing lead impedance and decreased r wave sensing. The physician capped and replaced the rv lead on (B)(6) 2022. The patient was in stable condition.